Event description:
It was reported that a long charge time was observed on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Further information was requested but was unavailable at this time.